Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they experienced high blood glucose on (B)(6) 2020 with blood glucose of over 400 mg/dl at the time of the incident. The customer used manual injections to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer stated they were getting no delivery alarms. Troubleshooting was not completed as the customer was to call back. The customer uses a competitor's sensor system. The insulin pump will not be returned for analysis.